Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that the treating physician stated yielded an elevated creatinine result. The chem8+ cartridge is a multi analyte cartridge of which creatinine is one of the analytes. Method: I-stat, time: unk, result: 5. Lab, unk, 1.5. The pt was being treated with hydroxyurea, a substance for which we indicate within our labeling as a known interferent with our I-stat creatinine assay. Reference artwork: (B)(4) in the I-stat system manual and labeling on the I-stat analyzer. The physician stated that she biopsied the pts kidney based on the I-stat result. Abbott point of care believes that there is no product malfunction, the product is performing as intended and that use of error caused or contributed to the event.

Manufacturer narrative:
(B)(4). Customer stated pt was treated with hydroxyurea. Hydroxyurea is listed as a known interference that causes increased I-stat creatinine results and users are directed to use another method (I-stat system manual artwork: (B)(4) (creatinine/crea)).